Event description:
A report was received that the patient was explanted due to an infection at the lead and ipg site. The patient's symptoms were fever and drainage. The physician believes the infection is related to the procedure and not the device. The patient was prescribed oral antibiotics. The patient is doing well following the explant.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.